Manufacturer narrative:
The technician found corrosion from fluid ingress on the connections of the power supply board. The technician replaced the power supply board to repair the bed.

Event description:
Info received indicates the bed's hi/low function was not working correctly. The head up function was working intermittently.